Event description:
Affiliate reported that the pt's ventricles had reduced in size. As a result, the surgeon attempted to change the pressure and was unsuccessful. It was then decided to conduct a revision.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The affiliate explained that prior to sending the device to the manufacturer, it was tested for programming. They have confirmed that this device failed the programming test. When the device was received by the manufacturer, it was tested for programming and passed the test. It is possible that the debris found throughout the device was flushed out during the sterilization process. This, however, could not be confirmed. The device was also tested for pressure and failed. It was noted that biological debris was found throughout the device. This appears to be the problem of the device failure. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.